Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture and exhibited sudden high thresholds and impedance. The lead was broken near the subclavian and cut since the insulation was breached. The lead was partially explanted and replaced; the distal portion of the lead was abandoned. No patient complications have been reported as a result of this event.